Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n280250008 implanted: (B)(6) 2011 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6). H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 20 mg/ml at 3.896 mg/day and bupivacaine 5 mg/ml via an implantable pump. It was reported that the patient had lack of therapeutic value; increase in pain. The hcp had inability to aspirate catheter as was previously diagnosed with dye/rotor study; date unknown. It was reported that the concentration of hydromorphone was 20 mg/ml. No other known environmental/external/patient factors. The hcp decided that the 8709 catheter was replaced with 8780. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2025, product type catheter. H3; analysis of the catheter found catheter body-hole caused by deep abrasion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.